Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l2-s1. It was reported that the patient fell sometime post-op and the rod on the right side broke. The patient underwent a revision surgery to remove the hardware on the right side.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.